Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump alarmed no delivery. The alarm was caused by an infusion set/reservoir occlusion. The customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. The customer was unable to restart the insulin pump. Customer's blood glucose level was 403 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.